Event description:
It was reported that the patient received inappropriate shocks. Impedance trends showed impedance varying from normal to > 3000 ohms. Oversensing also was reported. The lead was replaced. No patient complications have been reported as a result of this event. (B) (6) 2007, patient's wife reported lead fracture.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Attorney later alleges that "on (B) (6), 2007, (patient's) ICD fired at least twenty-eight (28) times for no reason, sending numerous high-voltage electrical shocks to (patient's) heart. Medtronic's representatives tested (patient's) ICD lead and determined that the impedance of the lead had increased significantly." Further alleges doctors "determined that the inappropriate electrical shocks from the ICD to (patient's) heart occurred because of the conduction wires in (patient's) ICD lead had fractured. (Patient) suffered from serious bodily injuries and physical pain caused by the multiple electrical shocks to his heart and by the surgery to extract the defective lead from his heart. The defects in (patient's) ICD lead could cause increased lead impedance, oversensing, multiple inappropriate shocks, and loss of pacing output, putting (patient) at a substantial risk of sudden death or serious injury."